Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed by greatbatch to confirm the reported event. A manufacturing review was completed. The reported lot number for this complaint is part of a field action recall, z-2055-2017. Report source distributor (B)(4). Recall number z-2055-2017 per FDA website.

Event description:
It was reported during an unknown patient procedure that the end of linear broach handle pin that goes into the trials came off and was stuck in a broach trial during the surgery. While instruments were in the wash after the case, the small piece dislodged from the trial and must have fell through the tray holes. There was no surgical delay, the procedure was completed successfully and no adverse events were reported as a result of the malfunction.